Manufacturer narrative:
One 8f swartz braided introducer and one 8f dilator were received for eval. Visual inspection revealed the molded hub fractured and separated from the sheath at the distal half of the molded hub. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance. A quality improvement project has been initiated to address this issue.

Event description:
It was reported during an ablation procedure, an air leak occurred in a swartz braided slo introducer. The introducer was prepped and the physician inserted it into the pt and then noted air bubbles in the side port of the introducer and also that the hub was broken between the shaft and the side port. The introducer was exchanged and left atrial angiography mapping was done before the physician inserted a safire blu duo ablation catheter. The procedure was completed and there were no adverse consequences to the pt.